Event description:
Device report from synthes reports an event in colombia as follows: it was reported on august 10, that the clamps open themselves easily. Drill bits worn. Screwdriver parts with worn bits, without good grip of the screw. Assembling the entire mipo system and rehearsing it before use works well, but when used on the patient's cortical, it does not work. There was surgical delay for 20 minutes but the procedure was successfully completed. Patient status/outcome: ok. This report is for one (1) scrdriver shaft matmand long self-hold. This is report 3 of 3 for complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. PMA/510k: postal code: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: photo investigation:the photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that scrdriver shaft matmand med self-holding, had no damage or defects found on it. The picture does not provide enough evidence to confirm allegation.as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed.as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.the overall complaint was not confirmed for scrdriver shaft matmand med self-holding. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined.based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.h4, h6: a device history record (DHR) review was conducted:part # : 03.503.072,synthes lot # u234079,supplier lot # u234079,release to warehouse date: jan 06, 2016,supplier: (B)(4). No ncrs were generated during production.review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.